Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate that during the inspection process of the vapr generator ea (115001), vapr2 footswitch *ea, vapr handpiece *ea deterioration of the main body socket, the foot switch cable disconnection, and the deterioration of the handpiece were found. The customer does not want to provide additional information about this pc. The devices are available to be returned for evaluation.

Manufacturer narrative:
H10 additional narrative: investigation summary ==> according to the information provided, it was reported that during the inspection process of the vapr generator ea (115001), vapr2 footswitch *ea, vapr handpiece *ea deterioration of the main body socket, the foot switch cable disconnection, and the deterioration of the handpiece were found. The complaint device is not being returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number:0712050, and no non-conformances were identified.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device lot number:0712050, and no non-conformances were identified.